Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
Patient underwent neurolysis and a nerve transplant of the elbow 15 days post implantation due to damage caused by perforation of the humeral stem.